Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d334trg, implantable cardioverter defibrillator, (B)(6) 2013; 4068, implantable pacing lead, (B)(6) 1996; 5024m, implantable pacing lead, (B)(6) 1996; 4195, implantable pacing lead, (B)(6) 2010. (B)(4)

Event description:
It was reported that there were three high rate non-sustained tachycardia episodes that appeared to be right ventricular (rv) lead oversensing. It was noted that testing for myopotential was not able to demonstrate oversensing. The sensitivity was reprogrammed and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) with 3 lead failure predictor episodes of less than 220 milliseconds v-v cycles are recorded on (B)(4) 2013 and 46 v-short interval counts (sic) occur since (B)(4) 2013. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.